Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 199:117 was confirmed in the pump's event history by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 199:117 occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There is no adverse event, patient injury, or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.